Manufacturer narrative:
The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The monitor has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received four appropriate treatments and an inappropriate treatment. The device was started up at 23:54:13 on (B)(6) 2023. At 11:27:53 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 11:28:29, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs and motion artifact. At 11:29:04, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm. Post shock rhythm was sinus beat transitioning back to vt @ 180 bpm. At 11:29:35, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt. At 11:30:29, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with pvcs/nsvt. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt. At 11:31:07, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was vt @ 180 bpm with motion artifact. The electrode belt was disconnected at 12:05:23 on (B)(6) 2023.